Event description:
It was reported that prior to use with bd luer-lok¿ 50 ml syringe there was 126 pieces with bad impressions. The following information was provided by the initial reporter: bad impression: 126 pieces.

Manufacturer narrative:
Investigation summary: it was reported there were multiple defects with units received. To aid in the investigation, four photos were provided for evaluation by our quality team. One photo shows scale printing imperfections. These imperfections are considered acceptable. A device history record review was completed for provided material number 301035, lot number 1106461. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.